Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alert while attempting to charge the pump that instructed the customer to use tandem-provided charging supplies. The customer was unable to specify the time of event, therefore tandem technical support was unable to identify the specific alert. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer unplugged the pump from the power source and plugged it back in to resolve the issue.